Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported by the customer that access to vein was a smooth transition through introducer; however, interference permitted the spring wire guide (swg) to pass through and retraction of the swg into the introducer needle. This was performed more than one time. The physician removed the swg and introducer needle where the j-tip was caught under pt's skin. As a result, a skin nick was performed with a scalpel to remove the swg. A new kit was opened and placed successfully in the pt.